Manufacturer narrative:
Suspect product(s) not returned. Evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on or around (B)(6) 2011. Caller, patient's wife, inquired about meter accuracy, leading to the report of medical intervention and hospitalization. She stated that the patient hadn't eaten due to feeling sick, was getting weak and dizzy, and could hardly open his eyes. Although patient's last glucose reading, reported as 132 mg/dl, was a few days prior to the event, he continued to take 10 units of insulin every night. Due to patient's symptoms, the caller took him to the emergency room, where his glucose reading was reported as 980 mg/dl. Dr's said patient's vitals were shutting down and hospitalization was required until it was controlled. Patient was released after 10 days. Other than taking insulin tablets, patient was unsure of treatment and additional drugs taken. It was also reported that the patient was admitted into the hospital a week later for similar symptoms. Discharge instructions were to check glucose levels more often, keep level below 150 mg/dl, and take insulin on a sliding scale. Pdc sent replacement along with a prepaid envelope requesting return of suspect product(s).